Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the renal artery. While preparing the 7.0mmx15mm express vascular sd stent system, the shaft broke. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds) with no other devices. The shaft was not broken; however, there were numerous kinks in the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the renal artery. While preparing the 7.0mmx15mm express vascular sd stent system, the shaft broke. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.